Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient called for assistance after receiving an occlusion alert while being new to the ilet device. The agent explained the meaning of the occlusion alert and advised the patient to change the infusion set. The agent guided the patient through the supply change, and insulin delivery was resumed. Blood glucose was not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.